Manufacturer narrative:
H3 analysis revealed the implantable neurostimulator (ins) passed functional testing. H3 analysis of the returned lead revealed that the conductors were broken in the body of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacture representative. They reported the cause of impedance was the lead was completely fractured. Steps taken were the patient had a lead revision. The issue was resolved.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the lead was fractured, damaged, or broken. It was found during revision surgery, that the lead was completely fractured at the entry port of the ipg. The proximal end was still inside the header block. The lead was very twisted and torched, as if the battery may have been flipping. Impedance was high on all four electrodes and an x-ray showed the lead disconnected from the ipg. Pt had revision and the lead was found to be fractured. The patient had a return of baseline symptoms and urinary incontinence.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va27f45 serial# implanted: (B)(6)2020 explanted: (B)(6)2024product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 19-jan-2022, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.